Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 06/18/2008 and received on 06/25/2008. At the consumer's request the surgeon was not contacted. This report was mailed to FDA on: 07/11/2008.

Event description:
A consumer reported having bilateral intraocular lenses (unk manufacturer) implanted in 1990. Then, in 2007, he had bilateral multifocal lenses implanted and now reports reduced vision. He also reported that his physician recommended corrective residual refractive surgery. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the right eye.